Event description:
It was reported that the patient's leads were explanted and replaced on jul 27, 2021. Physician noticed a complete fracture of the lead. The patient has effective therapy post operatively.

Manufacturer narrative:
B5 event description updated to reflect no surgical intervention against this product.

Event description:
It was reported that surgical intervention was not performed on the leads, only the ipg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00936. It was reported that the patient was experiencing ineffective therapy. Programming was attempted without success. Diagnostic showed that one lead had high impedances. As a result, surgical intervention may occur to address the issue. It is unknown which lead has high impedances, therefore both leads are being reported.